Manufacturer narrative:
Concomitant medical products: 4136, lead, implant date: (B)(6) 2014. 5076-45, lead, implant date: (B)(6) 2019. 7495lz51, neuro extension, implant date: (B)(6) 2002. 3487a-45, pain stim lead, implant date: (B)(6) 2004. 3487a-45, pain stim lead, implant date: (B)(6) 2004. 389033, pain stim lead, implant date: (B)(6) 2005. 3708360, neuro extension, implant date: (B)(6) 2007. 3708360, neuro extension, implant date: (B)(6) 2007. 399930, pain stim lead, implant date: (B)(6) 2007. 37711, pain stim ipg, implant date: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two months approximately post implant the patient experienced an infection. The implantable pulse generator (ipg) and the right atrial (ra) lead were explanted and replaced. No further patient complications have been reported as a result of this event.